Manufacturer narrative:
Additional information was received on 2/23/2017. Original surgery date updated to (B)(6) 2006.

Manufacturer narrative:
This is the same event as 3010536692-2015-02000.

Event description:
Allegedly, patient was revised due to cup loosening.